Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/13/2020. Additional information: the analysis results found that the device was returned with no damage in the external components. In addition, foil pouch was received. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and no straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the device/strap come in contact with bone? Unknown. Confirm the procedure/event date of (B)(6) 2018? . This is correct. If this is the correct date please indicate why ethicon is just learning of this event in year 2020? I missed sending it out. 4. In the attachment it was documented "recurring. How often x2." Please tell us the following: did this event happen twice on (B)(6) 2018? No reporters tell us how often this has occurred for them ¿ but is not specific to procedure or date given that this concern is fairly old ¿ I don¿t think any more information can be obtained.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2018 and the absorbable straps were used. It was reported that it was not purchasing into tissue, and the tip of tack was bending. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/18/2020.